Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing concern with the infusion device. Patient stated that the batteries have lasted 3 days; usually he changed the batteries once a month. Patient also reported that some days ago, while he was replacing the insulin cartridge the piston was blocked. Patient stated he believes the infusion device doesn't work correctly. Patient reported he usually changes the cartridge every 4 days but he noticed that in the first 3 days his blood glucose levels are regular but during the fourth day, his blood glucose levels are higher. Patient stated his blood glucose levels are usually 90/100/120 mg/dl but after 2/3 of the insulin cartridge, his blood glucose levels are 190/220/230 mg/dl. Patient has not changed the therapy. Patient's normal blood glucose level was not provided. Patient reported this morning his blood glucose level was 198 mg/dl so he decided to make a bolus and after 3 hours, his blood glucose level was still the same. Patient stated the infusion device did not display any type of alarm. Patient reported he noticed that when he changes the cartridge there are 2-3 notches of insulin but recently he noticed that there are 6-7 notches of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. E7105 were found in the history. Due to a user error during cartridge change, the insulin pump correctly triggered the e7105 error messages. The analysis of the history gave evidence, that the cartridge was introduced into the cartridge compartment, while the pump drive was performing a rewind, or the cartridge was not removed before the rewind start. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Consumables the adapter passed the optical inspection. The battery cover passed the optical inspection.